Event description:
Left hip revision. Rep reported that the patient immediately went into the ER when the head and stem was disassociated. Rep reported the 3+5 accolade tmzf stem and 36+5 metal head was revised to a restoration modular stem with mdm. Rep reported that there was no surgical delay.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted that the some black colored particles were observed in the taper. The trunnion appears to be worn. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were submitted to consulting clinician for a review which was deemed insufficient stating - "provided x-ray confirms disassociation and dislocation. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: it was reported that the patient's hip was revised due disassociation of the head and stem. Visual inspection of the received image of the device noted that the some black colored particles were observed in the taper. The available medical records were submitted to consulting clinician for a review which was deemed insufficient stating that the provided x-ray confirms disassociation and dislocation. Need further information such as, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
Left hip revision. Rep reported that the patient immediately went into the ER when the head and stem was disassociated. Rep reported the 3+5 accolade tmzf stem and 36+5 metal head was revised to a restoration modular stem with mdm. Rep reported that there was no surgical delay.